Manufacturer narrative:
The customer was using electrodes that were 8 months old at the time of the discrepant results for patient 1. The electrodes were replaced, however, the issue was not resolved. The discrepant results for patient 2 were obtained after the electrodes had been replaced. The rinse station and tubes were checked and all was working fine. The customer performed repeatability testing. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. Patient 1 initial na result was 214 mmol/l. The repeat result was 121 mmol/l. Patient 2 initial na result was 240 mmol/l. The repeat result was 136 mmol/l.

Manufacturer narrative:
The medical device problem code was updated. The na electrode lot number and expiration date were not provided. The initial report stated: "the electrodes were replaced, however, the issue was not resolved." This should say: "the customer replaced the na electrode, however, the issue was not resolved." The field service engineer (fse) replaced all of the electrodes (na, k, cl, and reference). After replacing all of the electrodes the issue was resolved. The customer had been using the electrodes for 8 months. Product labeling indicates the electrodes should be replaced after this time period has expired: electrodes sodium 2 months or 9000 tests potassium 2 months or 9000 tests chloride 2 months or 9000 tests the investigation determined the event was due to off-label use.